Manufacturer narrative:
Submit date: 11/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the unit displays a system error. Upon triage on (B)(6) 2016 the service tech found the unit had no buzzer sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, the unit displays a system error. The unit was triaged, the customer¿s reported condition was confirmed and the service tech found the unit had no buzzer. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.